Event description:
A health care professional reported that a patient is receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 433 mg/dl, 201 mg/dl and 19 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Note- duplicate method, result, and conclusions codes were entered in the evaluation codes section due to an error received during an attempted submission indicating "ni" is not a valid entry. Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 48te5h were tested with control solution instead. All control solution results were not within the range specification. Extended investigation was completed on the retained test strips and the results were reintegrated over 5 seconds and passed specification. In addition, a device history review (DHR) for strip lot 48te5h has been performed and indicated the test strips were performing within their performance claims and met the manufacturer's quality specifications prior to their release. The complaint is not confirmed.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.